Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to failure of the first regulator unit. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were not confirmed. However, the device evaluation found insufficient air supply due to faulty first regulator unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that air could not be released when turned on, and the supply pressure did not match the set pressure while using high flow insufflation unit. The issue occurred during preparation for use for diagnostic abdominal exploration procedure. The procedure was completed with a similar device, and without delay. The patient was not under anesthesia. There was no patient harm associated with the event.